Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion alert. Technical services (ts) analyzed device save-to-disk data and confirmed that there was premature battery depletion (pbd). Device replacement was recommended. It was also reported that the shock impedance of the system's last appropriate and effective shock during an arrhythmia was high at 144 ohms. Ts suggested that an x-ray be performed. No adverse patient effects were reported. Currently, this s-ICD system remains in service.